Manufacturer narrative:
Unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Implant date: not applicable as this is not an implantable device. Explant date: not applicable as this is not an implantable device. Email address: unknown/ not provided. Telephone number: unknown/ not provided. Device evaluation: the device was not returned for evaluation. Therefore; a failure analysis of the complaint device cannot be completed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient suffered from dlk stage 4 after surgery on (B)(6) 2022. The patient also had blurry vision. There were medications prescribed and patient gradually recovered. There was no delay in treatment or other interventions performed. No further information was provided.